Event description:
It was reported that the left ventricular lead dislodged. The lead showed evidence of dislodgement approximately five weeks after another lead was replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.